Event description:
Customer reports to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer's blood glucose was 82 mg/dl. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.